Manufacturer narrative:
The t:slim g4 cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with approximately 300 units, and the insulin gauge displayed 160 units, and remained static. There was no impact to the customer's blood glucose level. Additionally, the customer reported filling with cold insulin.